Manufacturer narrative:
Unit passed the displacement test and self test. However, hardware low level failures alarm confirmed in the pump history due to broken trace at pin#1 and pin#6 at u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received hardware low level failures. Customer was able to clear the alarm but able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.